Manufacturer narrative:
Date sent to the FDA: 7/12/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/11/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted upon visualizing the mesh, he found that the bowel was densely adherent to the old mesh. There was a loop of small bowel densely adherent and wrapped around the old mesh. He was forced to convert from laparoscopic surgery to open surgery to dissect the small bowel off of the mesh. There were enough serosal injuries to the small bowel as well as enterotomy so a portion of the small bowel had to be dissected. The old mesh was removed. It was reported that the patient experienced severe pain, nausea, chills, inflammation, and loss of appetite. No additional information was provided.